Manufacturer narrative:
The peritonitis occurred on an unspecified date in "the summer of 2021". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "break in aseptic technique around hands". It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.